Event description:
Hospital reported to distributor that the reading on the pressure gauge of a balloon catheter inflation device did not increase when pressure was increased to the device. This occurred upon the second balloon inflation. There was no pt injury. The used device was discarded by the hospital and not returned.